Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis. Visual inspection found the stent was returned fully covered and undeployed. The shaft was slightly bent. Functional evaluation revealed that it was not possible to deploy the stent by pulling the finger ring; however, the stent was deployed by pulling the deployment suture from the distal section. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed; the stent was returned undeployed and during functional evaluation it was necessary to pull the deployment suture from the distal section to deploy the stent. It is most likely that procedural factors encountered during the procedure limited the performance of the device and contributed to the reported and observed failures. Handling and manipulation of the device during the procedure could lead to the kinked shaft and stent failure to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: blocks e1 (initial reporter title, first and last name, facility name, address 1, address 2, initial reporter city, phone, email, and fax), e2, and e3 have been corrected.

Event description:
It was reported to boston scientific corporation on november 01, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the left main bronchus during a procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to deploy despite multiple attempts. The stent was removed from the patient fully covered by the deployment suture. The procedure was not completed due to device availability. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the left main bronchus during a procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to deploy despite multiple attempts. The stent was removed from the patient fully covered by the deployment suture. The procedure was not completed due to device availability. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.